Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2009-02318, and 3005099803-2009-02319 for the other associated devices information. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure. According to the complainant, all three clips were very hard to push out in order to expose the clip. Using the first clip, the sheath tip bent at insertion into the biopsy port. When attempting to expose the clip, it was unable to be advanced out of the sheath. The second clip deployed, but did have some resistance. The nurse checked the first clip, was able to get the clip to expose properly and advised the physician to try to use this clip again. While attempting to expose the first clip while in the scope, there was a pop. The clip was removed and a third clip was used, with resistance, however, it was able to be deployed. There were no patient complications and the patient's condition post procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).